Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urge incontinence, urgency, urinary retention, involuntary urine leakage, vaginitis, recurrent cystitis, frequency, and overactive bladder. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and elevate were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, bladder atony and straining on urination. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria and vaginal discharge.

Event description:
It was reported that following insertion the patient experienced dysuria and vaginal discharge.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with posterior repair with natural tissue due to sui and pelvic relaxation. It was reported that following insertion the patient experienced infection and urinary problems. It was reported that patient underwent mesh revision on (B)(6) 2011. No additional information was provided.